Event description:
It was reported that the 2-lumen sphincterotome knife broke when electricity was applied. The issue occurred during a therapeutic endoscopic sphincterotomy (est). The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1: (B )(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d8, d9, h2, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. The cutting wire and the endoscope were close to each other. This led to an electrical discharge between the cutting wire and the distal end of the endoscope. The cutting wire became hot instantly. This caused the cutting wire to break. Olympus will continue to monitor the performance of this device.

Event description:
It was reported that the 2-lumen sphincterotome knife broke when electricity was applied. The issue occurred during a therapeutic endoscopic sphincterotomy (est). The procedure was completed with a similar device. There were no reports of patient harm.